Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. The stylet was returned stuck in the lead, this was likely due to dried blood/body fluid. Cuts were observed in the insulation and blood/body fluid was noted in the cuts. The helix was extremely stretched. Blood/body fluid was noted in the helix housing and neck region. While the intermittent capture could not be confirmed as the lead was electrically continuous during testing, the helix issues were confirmed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during a routine follow-up, the right ventricular (rv) lead was found to have intermittent capture at maximum ouput. X-ray confirmed the rv lead was dislodged. Attempts to reposition the rv lead were not successful as the helix would not retract or extend. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.